Event description:
It has been reported to us that during the procedure there was blood clot formation inside and around the outside of the introducer sheath resulting in a clotting off of the right femoral artery. The physician was using the introducer sheath with the diagnostic catheter. The physician was performing the diagnostic procedure with an increased amount of heparin and the introducer sheath had the formation of blood clots inside and around the outside of the introducer sheath resulting in the clotting off of the right femoral artery. The patient at the time of this report was being treated to re-open the femoral artery.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3-02-device evaluation anticipated, but noy yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.